Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a battery error and it went to blank screen. The customer¿s blood glucose level was unknown. Customer states the contacts on the battery cap are not damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The customer reported that the display did not returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.